Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 28, 2025, with lot number 1853078. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed 1 broken assessed as fold flaw opening and 1 broken assessed as unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device was explanted.